Event description:
There was a fracture in the ventricular ICD lead that caused oversensing. This caused the device to inhibit when it should have paced and it also delivered three inapproprate shocks. The lead was extracted and replaced with a new lead. The patient was discharged the following day.